Manufacturer narrative:
Baxter received a report from a customer stating the CPR feature was inoperative. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in mar 4, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. Despite multiple attempts to the account for technical inspection baxter was unable to obtain access to the bed for this assessment. Additionally, it was noted by the account, the repair was unable to be performed as the bed was in use by a patient without possibility to get up. Multiple attempts were completed but the customer did not provide access for technical intervention. Based on this information, no further action is required. Based on the limited details provided, if a report of CPR feature inoperative were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Manufacturer narrative:
Baxter is in the process of inspecting the totalcare bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report from a customer stating the CPR feature was inoperative. The bed was located at the account. There was no patient/user injury reported.